Event description:
It was reported that after penetration leakage was observed at the wing with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: noticed slightly blood leakage at the needle wing once completed the penetration nurse retract the catheter immediately and noticed there's one slit on needle wing no harm/adverse reaction to the patient.

Manufacturer narrative:
The following fields have been updated with additional information provided by the customer: b.5. Describe event or problem: it was reported that after penetration leakage was observed at the wing with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: noticed slightly blood leakage at the needle wing once completed the penetration nurse retract the catheter immediately and noticed there's one slit on needle wing. D.1 medical device type: n/a, d.4 medical device catalog #: 383033, d.4. Medical device expiration date: 2021-10-12, d.4. Unique identifier (UDI) #: (B)(4) and h.4. Device manufacture date: 2018-09-19. H.6. Investigation summary: in response to the event a device history review was conducted for lot number 8262064. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Root cause description: the interference fit between the metal wedge and adaptor causes cracking of adaptor during swaging. Rationale: CAPA # 642738 initiated. No harm/adverse reaction to the patient.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after penetration leakage was observed at the wing with an unspecified bd intima¿-ii. The following information was provided by the initial reporter, translated from (B)(6) to english: noticed slightly blood leakage at the needle wing once completed the penetration nurse retract the catheter immediately and noticed there's one slit on needle wing no harm/adverse reaction to the patient.